Manufacturer narrative:
Although the root cause cannot be identified, the most likely root cause is the low titer of each target in the affected sample. Both detected results generated a delayed CT value, suggesting a lower titer sample. As this is the first allegation against the alleged lot, this appears to be a sample-specific issue and not related to a systemic product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on a separate cobas liat analyzer which yielded a negative result for all three targets. The results were reported out as negative. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.